Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding, preventing used access to medication. Customer reported that an unresponsive patient, in transit (ambulance) to the hospital required rapid sequence intubation. Customer reported that the pharmacy department was able to provide the undisclosed critical medication. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding, preventing used access to medication. Customer reported that an unresponsive patient, in transit (ambulance) to the hospital required rapid sequence intubation. Customer reported that the pharmacy department was able to provide the undisclosed critical medication. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that a database log file had reached a large size, which caused the performance issues. The technical support specialist followed knowledge article 000012204, es 1.6.1 - dsclientoltp log file keep growing, to resolve. Device confirmed operational.

Event description:
Customer reported that a bd pyxis medstation es system unexpectedly stopped responding, preventing used access to medication. Customer reported that an unresponsive patient, in transit (ambulance) to the hospital required rapid sequence intubation. Customer reported that the pharmacy department was able to provide the undisclosed critical medication. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, g1, g2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-oct-2020 to 04- oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpectedly stopped responding, preventing users from accessing the medication. A technical support specialist found that the database log file had reached a large size which resulted in the issue. Deployed sql recovery model and made 72gb free on d drive to resolve the issue. The system functioned as intended after assessed by the technical support specialist.